Event description:
Defective keyboard. Device log review was not provided. Not relevant to this event. The keyboard of the reported device was received for investigation. Keypad test could not be carried out as keys were not responsive. The event is therefore reproduced and is linked to a defective keyboard.

Event description:
Defective keyboard.